Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that none of the buttons were working. The customer's blood glucose was 140 mg/dl. Troubleshooting was done. The customer was unsure if the issue was caused by the seat belt holding down the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump was received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.